Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 09:00:16. The weekly and daily pace lead impedance trend data shows an gradual increase for min and max ventricular pace bi impedance from 551 to 1045 ohms range between (B)(6) 2011.

Event description:
It was reported that the right ventricular lead triggered a patient alert for increased pace sense impedance. The remains in use for further evaluation. No patient complications have been reported as a result of this event.